Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient currently receiving morphine (10 mg/ml at 1.540 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 MRI compatibility guidelines were being requested. Per the reporter, the pump was no longer working after the last MRI on (B)(6) 2016. The reporter had no details with regards to ¿the pump no longer working¿. There were no audible pump alarms. The patient had low back pain and ¿constant back issues for the last 14-15 years with a few back surgeries¿. The MRI was ordered by the patient¿s pump managing physician. Additional information was received on 25-aug-2016 from a consumer and it was reported that there was a volume discrepancy. The patient went in for a pump refill at the very end of (B)(6) 2016 and they couldn¿t do the pump refill. At that time, there was still 20 ml of morphine in the pump; the expected amount was 3 ml. Per the reporter, they got one of the 20 ml vials in and couldn¿t get the second one in; they were able to extract the 20 ml of medication in there. The healthcare professional (hcp) said something wasn¿t working correctly. The patient met with her doctor on (B)(6) 2016; was getting an MRI on saturday ((B)(6) 2016); and was set up to get a revision next tuesday ((B)(6) 2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.